Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately eight months later, the filter was found to be severely tilted with multiple perforating struts and struts extending into the right renal vein. Approximately one year later, patient presented with abdominal pain. Approximately one month later, CT revealed ivc filter was found to be too superior in the ivc with some of the struts extending into the right renal vein. The patient stated that the filter had broken in two and one piece was right below belly button. The patient was told that was the reason why she has been having abdominal pain. Approximately one month later, failed attempt at removal of an indwelling filter was made. The filter severely angulated with apex embedded in the left wall of the cava at the renal vein level and multiple struts deeply perforating the right wall of the cava and into the right renal vein. Tried multiple ways to snare the apex of the filter without success and terminated the procedure. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc, retrieval difficulties and unintended movement. However, the investigation is inconclusive for filter limb detachment and filter migration. Per medical records, attempts were made to engage the apex of the filter using snare but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and lovenox failure. At some time post filter deployment, it was alleged that the filter tilted, struts perforated and embedded in wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.